Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
As per details reported on e-complaint (B)(4) from fs log # (B)(4). "The unit/bottle is leaking." Wallach ultra freeze 900076 e-complaint (B)(4).

Event description:
The unit/bottle is leaking. 1216677-2023-00031-1 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation: review DHR: inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 12-may-2014 under work order 160420 and sold on 16-may-2014. Manufacturing record review: DHR-160420 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: 28-may-2019 - 92072-leaks-relief device not sealing properly. 04-jan-2021 - 95493-trigger broken off. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99825 this unit was at csi on 01-feb-2023. Visual evaluation: visual examination of the complaint product revealed no physical damage. It was identified that the bottle returned is a different serial number than the unit returned. The bottle has serial number (B)(6). Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the relief device not sealing properly to allow pressure to build. This is being attributed to normal wear and tear. Correction and/or corrective action: the relief valve was cleaned and adjusted. The unit was tested and found acceptable. The unit was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? Yes.